Manufacturer narrative:
If additional information is obtained which changes the outcome of the investigation, a follow-up report will be filed.

Event description:
Last week we had an instance where the incore driver stripped that comes in our tray.